Event description:
A report was received that the patient¿s scs system was not working. The patient will undergo an explant procedure. No further information was available to bsn.

Manufacturer narrative:
Additional information was received that bsn sales representative was given the incorrect information from the physician's office. The patient was not explanted and was reportedly doing well.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient's scs system was not working. The patient will undergo an explant procedure. No further information was available to bsn.

Event description:
A report was received that the patient¿s scs system was not working. The patient will undergo an explant procedure. No further information was available to bsn.

Manufacturer narrative:
Additional information was received that the patient had a chronic pain surrounding the lead anchor site. An axial thoracic spine pain and a persistent scar pain were noted over the scs incision site. The patient sometimes felt burning sensation at the incision site. Steroids were administered into the scar tissue. The patient will undergo an explant procedure.

Event description:
A report was received that the patient's scs system was not working. The patient will undergo an explant procedure. No further information was available to bsn.

Event description:
A report was received that the patient¿s scs system was not working. The patient will undergo an explant procedure. No further information was available to bsn.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-50, serial: (B)(4), description: artisan surgical lead, 50cm. Model #: sc-4316, lot #: 14682195, description: next generation anchor kit-sterile.

Manufacturer narrative:
Additional information was received that the patient just wanted the system taken out. The patient is doing well. No further course of action.